Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Unit was tested for 24 hours during evaluation with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.